Manufacturer narrative:
(B)(4)

Event description:
It was reported that bubble could not be purged. A intellatip mifi oi temperature ablation catheter was selected for a pulmonary vein ablation procedure. However during preparation the physician noticed a bubble in the line he could not be removed. There were no patient complications reported. The procedure was completed with another intellatip mifi.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection revealed dried body fluid was found on the handle, main body and distal end. Dried saline was found on the distal end and inside the irrigation holes. Tip motion was evaluated against curve template, both right and left curves reached the specified areas on the template. Electrical continuity checks revealed no electrical opens or shorts. All electrodes and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was verified by using a maestro generator 4000, metriq pump, and a tank of 37c saline solution. The device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Device evaluated by manufacturer. (B)(4).

Event description:
It was reported that bubble could not be purged. A intellatip mifi oi temperature ablation catheter was selected for a pulmonary vein ablation procedure. However during preparation the physician noticed a bubble in the line he could not be removed. There were no patient complications reported. The procedure was completed with another intellatip mifi.

Manufacturer narrative:
Device evaluated by manufacturer. Visual inspection revealed dried body fluid was found on the handle, main body and distal end. Dried saline was found on the distal end and inside the irrigation holes. Tip motion was evaluated against curve template, both right and left curves reached the specified areas on the template. Electrical continuity checks revealed no electrical opens or shorts. All electrodes and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was verified by using a maestro generator 4000, metriq pump, and a tank of 37c saline solution. The device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
It was reported that bubble could not be purged. A intellatip mifi oi temperature ablation catheter was selected for a pulmonary vein ablation procedure. However during preparation the physician noticed a bubble in the line he could not be removed. There were no patient complications reported. The procedure was completed with another intellatip mifi.